Event description:
It was reported to boston scientific corporation that an needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) stone removal procedure. According to the complainant, during the procedure the device was advanced down the endoscope. However, when extending the needle it was noted that the needle had moved to the side rather than straight on. The needle was retracted and removed from the scope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the distal end of the needle was bent. Functionally, the needle extended out of the catheter when activated with the handle. In addition, the length of the extended needle meet specification. The condition of the returned incident device was consistent with the complaint that the needle was bent. During manufacturing, tome devices are 100% inspected for wire (needle) integrity and extension so the bend likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) stone removal procedure. According to the complainant, during the procedure the device was advanced down the endoscope. However, when extending the needle it was noted that the needle had moved to the side rather than straight on. The needle was retracted and removed from the scope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.